Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the procedure to implant this system, the patient sat up in bed which caused the associated device to migrate and the leads to lose slack. A revision procedure was performed and the system was repositioned without further incident. No additional adverse patient effects were reported.